Manufacturer narrative:
Further analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis found that after the electrically erasable programmable read-only memory (eeprom) was replaced, all tests passed. Additional analysis of the error log indicated the reported error. Conclusion: the reported event was confirmed, the eeprom was corrupt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board was out of electrical specification. It was also noted that the lower case and battery contacts were contaminated, the output connector assembly was contaminated. (B)(4)

Event description:
It was reported that the external pulse generator (epg) displayed an error at power up. Troubleshooting steps were taken to no avail. The epg was returned for repair. There was no patient involvement.